Event description:
It was reported that during an infusion set change the user was unable to attach the connector to the pump, and after removing supplies and the cartridge the connector still did not engage until the connector piece was replaced, after which normal function was restored. No reported adverse clinical effects. Outcomes included no reported impact on health and no alerts or alarms. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed a connector attachment difficulty that resolved with replacement of the connector component. It was concluded that the event was related to a connector component issue that was addressed through troubleshooting and replacement, with the device operating as expected thereafter.